Event description:
Information received indicates the bed has no head down function and the head is up. He has switched the knee and head actuators and the actuator works.

Manufacturer narrative:
The account's maintenance found there was no output from the control box. He replaced the control box to repair the bed.